Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the sleeve cannula damaged. This condition would lead to difficulties during the insertion of the surgical device through the trocar. However, it could not be determined what may have caused the finding. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances.

Event description:
It was reported that before a lap banding procedure, the trocar was unable to be inserted into this cannula and resulted in close inspection revealing the damage/dent to shaft. Another like device was used to complete the procedure. There were no adverse consequences for the patient.